Manufacturer narrative:
The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. The explanted inlay was not viable for return, so device investigation could not take place. Inlay shifts in position and inlay repositioning are listed in the device labeling as known potential risks. Complaint reference number: (B)(4). Date emdr submitted to FDA: 05/24/2017. Device discarded by user.

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye. Five months postoperatively the inlay decentered centrally (note that the patient's optical center is inferior nasal). At this time, the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/25. On (B)(6) 2017 the inlay was repositioned; however, the inlay migrated back to the central position and bcdva decreased to 20/40. The preliminary information indicates that the inlay was explanted and replaced with a new inlay. Additional information is being requested to clarify the sequence of events and patient's postoperative course with the new inlay.

Manufacturer narrative:
Please reference MFR# 3005956347-2017-00060 for the second inlay (B)(4) complaint reference number: (B)(4)

Event description:
Patient follow-up was requested from the surgeon, who provided the following clarification and update. On (B)(6) 2017, the inlay was exchanged with a new inlay; however, 11 days postoperatively the replacement inlay decentered, migrating back to the central position. Bcdva subsequently decreased to 20/40 and the replacement inlay was explanted on (B)(6) 2017. At last examination post-explant, the patient's vision (pinhole correction) improved to 20/25.